Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the most probable cause of the system lock up was due to some imaging parameters not being updated when going straight to color m-mode when frozen. The final solution will part of a future software release.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a venous ultrasound procedure, the system hung with a message to shut down and the study already acquired would not transfer to pacs. The images were unrecoverable so the study was completed on another system. There was a delay of 40 minutes while the system was booted up. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Possible system lock-up. The investigation is in process.